Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient experienced a significant left drift and a facial and tongue deviation. An MRI was performed and demonstrated right posterior internal capsule infarct adjacent to the right gpi electrode. They were discharged to inpatient neurorehabilitation for 3 weeks. Their next neuropsychological evaluation was scheduled for (B)(6) 2018. No further complications were reported as a result of this event. Additional information received clarified that the issue was related to the dbs surgery and that the significant left drift and facial tongue deviation were post-operative, day 1, symptoms. No further complications are anticipated.